Manufacturer narrative:
Sc-2138-70, serial (B)(4): the complaint was confirmed. The lead s/n (B)(4) was damaged. The electrical tests showed that four electrodes are open. An x-ray inspection found the cable breakages in the electrode array at the distal end. The source of the damage could ot be determined. Sc-2138-70, serial (B)(4): the lead exhibits normal characteristics.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-70, serial/lot # (B)(4), description: scs 70cm iii lead.